Event description:
Patient was wearing avaira toric (enfilcon a) contact lenses and has experienced a pseudomonas infection. Patient has been on antibiotics for the past six to eight weeks with poor vision. Attempts by coopervision to receive additional information regarding this incident have been unsuccessful to date.

Manufacturer narrative:
Event was reported to coopervision by a phone call from the patient's daughter. No additional information is available at this time. This is being reported as an unconfirmed infection. Method: no lot information, no lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.